Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a general complaint that disconnections with leaks were occurring from the locked luer connection to the access port during infusions on pumps. There was no report of patient harm.